Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. Reportedly, the screen would not illuminate. The customer's blood glucose level ranged from 91 to 193 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.